Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was 263 mg/dl. A correction bolus was delivered to address blood glucose level. It was confirmed that the customer will continue using the pump until the replacement pump arrives.